Event description:
The customer reported to olympus, the camera control unit gave an error 116 (otv error) when the camera was inserted. The issue was found during an unspecified event. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. D8 was inadvertently selected.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error e116" was caused by a failure in the motherboard. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the physical device evaluation and the legal manufacturer's final investigation. The device was returned to an olympus for evaluation, and the allegation of the error message 116 was confirmed due to a faulty circuit board. The failed circuit board component is a reportable malfunction. Three attempts were made to the user facility for additional information on the event without a reply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor the field performance of this device.